Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's heart rate was "in the 120s" and the patient's spouse alleges that the implantable pulse generator (ipg) "should have brought it down." The patient's spouse also alleges that there might be "something wrong with the lead." The ipg was explanted and replaced with a cardiac resynchronization therapy pacemaker (crt-p) and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The rv lead was capped not explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that right ventricular (rv) lead was failing to capture. The rv was explanted and replaced. The physician confirmed that there was no malfunction with the implantable pulse generator (ipg).